Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high as well as low blood glucose level. Customer¿s blood glucose level was over 500 mg/dl. The customer did not provide the symptoms regarding high blood glucose. The customer was stated that the insulin pump alarmed with motor error. The drive support cap was damage. Customer was unable to describe the possible damage to the drive support cap. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm due to completely broken reservoir tube lip. Motor passed motor test.